Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had critical pump error. Customer reported that they received software error detected alarm and failed battery alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer performed self test and test was passed. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer stated battery compartment and spring were neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.